Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited functional undersensing and loss of capture (loc) on both the right atrial (ra) and right ventricular (rv) leads. The patient had supraventricular tachycardia (svt) that self-terminated. Technical services (ts) suggested programming changes. The ICD and leads remain in service. No adverse patient effects were reported.